Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4, g4 - 510k: this report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse events received for screw backout requiring surgical removal. Device and procedure (relatedness) device related: not related procedure related: related date of event: 2024-05-03 date of implant: information not provided date of revision: information not provided treatment/impact: recovery in progress depuy synthes products used: retrograde femoral nail advanced; 12mm; 240mm; 5° bend ¿ sterile catalog: 04.233.224s lot: information not provided component type: nail depuy synthes products used: va-lcp condylar plate 4.5/5.0; 18 holes; 370mm; stainless steel catalog: 02.124.419 lot: information not provided component type: plate depuy synthes products used: locking screw catalog: information not provided lot: information not provided component type: screw this report is for an unknown distal locking screw. This is report 1 of 1 for (B)(4).